Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the case and header, and minor body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements and loss of capture. A fracture was suspected, however it was not confirmed as no x-rays were taken. A procedure was performed where the lv lead and crt-d device were explanted. No additional adverse patient effects were reported.